Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during a superficial femoral artery (sfa) angioplasty, the angio-seal arteriotomy locator and sheath were assembled by the vascular surgeon and inserted over an .035" x 150cm procedure wire. There was no blood return seen through proximal end of arteriotomy locator once inserted. The guidewire was removed, and the angio-seal wire was inserted, however the result did not change. The angio-seal device was ultimately deployed with some concern over blood flow through artery. A doppler was performed in recovery area and no issues were visualized. There was no patient injury/medical or surgical intervention required. The patient was discharged home four hours post-procedure. The blood loss was less than 250cc. The patient was in stable condition and was discharged. Additional information was received on 11jun2020. The case was performed with a 6fr terumo r/oii sheath.